Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va08745, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that compatibility guidelines were requested for the following: airport security screening devices. Patient will be flying for the first time since implant. It was noted that about a month ago the patient was at her chiropractor's office and "sometimes they quote, 'break' the table under your hips" and the chiropractor did this before she was able to tell him not to. It was noted: "ever since then it has been off". The patient was experiencing a loss of therapeutic effect. The patient was urinating more often. The patient's symptoms started after her chiropractor appointment about a month ago. Additional information received noted that the patient did not have concerns with their device or therapy. The patient had received assistance from the manufacturer's representative/ customer service and their concerns were resolved. The patient called as she was taking her first plane ride and was nervous about the security check. The patient was reassured.